Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00814. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coils. During the procedure, the physician accessed the superior mesenteric artery (sma) with a non¿penumbra 5f guide catheter, then advanced a non-penumbra microcatheter just proximal to the treatment site. While attempting to advance a ruby coil through the microcatheter, the physician noticed that the ruby coil would not entirely advance through the microcatheter; therefore, the physician decided to remove it. Upon retraction, it was noticed under fluoroscopy that the ruby coil had unintentionally detached within the microcatheter. It was noticed that the microcatheter had ovalized causing the ruby coil to detach. The physician removed the microcatheter containing the detached coil from the patient and advanced a lantern delivery microcatheter (lantern) into the sma. A ruby coil was then advanced into the lantern; however, it was deemed too big for the aneurysm; therefore, it was removed with no issue or damage. The physician then deployed and detached a smaller ruby coil into the target vessel; however, the ruby coil migrated into an unknown vessel. After that, the physician unsuccessfully attempted to access the sma with another non-penumbra guide catheter in an attempt to provide adequate support for coiling. The procedure was then stopped at this point and no additional coils were deployed. In addition, no attempts were made to remove the migrated coil from the patient as the physician did not feel that this migrated coil would be harmful to the patient. There was no adverse effect to the patient.